Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how the device misfired portion of the event description. Did device not feed clips? Yes. Did device feed clips sideways? No. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? No. Did device fire scissored clips? No. Did device drop or eject clips? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired, then clips continued to fall off of the tissue and multiple clips came out of the jaws of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.